Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply board, flow sensor, ventilator interface and harness were replaced, and the unit was returned to service. No report of patient involvement. Incident date not provided.

Event description:
The hospital reported that the system failed checkout with an error preventing mechanical ventilation. There was no report of patient involvement.